Manufacturer narrative:
(B)(4). The customer advised physio-control the device was sent to a third party service company and no further information has been obtained by physio-control. The device has not been returned to physio-control and the cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device would power off and back on by itself when he tried to run a user test on battery power only. There was no patient use associated with this event. There may be a significant delay in delivering defibrillation energy if needed.